Event description:
The hospital reported that ten minutes into the endoscopic vein harvesting procedure, the surgeon/harvester lost view of the tunnel and noticed the short port blunt tip trocar (btt) balloon had popped. It was a clean burst and no pieces needed to be retrieved from the patient's leg. Balloon was filled between 20-25cc of air per recommended IFU. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: after the procedure, the hospital discarded the product. A lot history record review was completed for the product and there was no nonconformance associated with the lot number.